Event description:
Complainant reports that 6- units of continuous positive airway pressure machines used for the treatment of sleep apnea are malfunctioning. Rptr states that each of the units were sent back to the MFR because the off and on switch failed to work. This has transpired within the last six months. The pt wears a mask over the nose during sleep that is attached to this unit.